Event description:
It was reported that during the gastric bypass lap procedure, surgeon reported that after using the instrument for approximately 15 minutes, the device would not function. A new device was used and functioned well. No patient consequence.

Manufacturer narrative:
The analysis results found that the device was returned with the blade gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damaged may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade (lockout) later in the procedure. Therefore, the instructional insert states: (scratches on the blade may lead to premature blade failure). Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.